Event description:
During an anonymous customer experience survey, it was reported that this patient experienced a hernia while on peritoneal dialysis (pd). Attempts to obtain additional information could not be completed as there is no patient name or identifying demographics in which to follow-up.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: there is a possible temporal relationship between peritoneal dialysis (pd) therapy utilizing the liberty select cycler and the patient event of hernia. However, it is unknown if this anonymous patient was utilizing fresenius product(s) at the time their reported hernia event occurred. Furthermore, there is no documentation in the complaint file to show a causal relationship between the hernia event and use of the liberty select cycler. Additionally, there is no allegation of a device malfunction or deficiency, or defect reported for the event. All patients on pd modality are at risk of hernia due to increased intra-abdominal pressure from the dialysate used during the normal physiological process of peritoneal dialysis therapy, as well as a weakened abdominal wall muscle made from an incision for placement of pd catheter. Based on the limited information, with no allegation of a device malfunction, deficiency or defect and no confirmation that any fresenius product(s) were utilized, the liberty select cycler can be excluded as the cause of the patient¿s reported hernia event.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
During an anonymous customer experience survey, it was reported that this patient experienced a hernia while on peritoneal dialysis (pd). Attempts to obtain additional information could not be completed as there is no patient name or identifying demographics in which to follow-up.